Manufacturer narrative:
(B)(4). D10: unknown cls spotorno stem, #item: unknown, #lot: unknown. Therapy date: (B)(6) 2025. G2: foreign - event occurred in australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has a hip revision due to unknown reasons, the unknown cls spotorno stem and head was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5,d2,d9,g1,g3,g6,h1,h2, h6. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.

Event description:
It was reported that the hip revision is due to a periprosthetic fracture of femur, removal of cls stem and head replaced with arcos & head & ncb plates and cables. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.